Event description:
It was reported through a legal event that a (B)(6) female patient underwent hernia repair surgery on or about (B)(6), 2015. During the hernia repair surgery, the surgeon implanted a strattice firm mesh. After surgery, the patient returned to the hospital on or about (B)(6), 2019 was diagnosed with large and complex recurrent ventral hernia, bulging and pain. On or about (B)(6), 2019, the patient underwent explant of the old ventral hernia mesh and complex repair of ventral hernia with implantation of new mesh. Adhesions were taken down and the mesh was noted to have adhered to the pelvis. A bilateral component separation was also performed. Following the (B)(6), 2019 surgery, the patient had complaints of abdominal pain and a mass. On or about (B)(6), 2019, she he was found to have abdominal wall abscesses, infected seromas and granulomas and underwent an additional operation to drain the seromas and excise granulomas this record is associated with the second device implanted on (B)(6), 2019.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported complications with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.